Event description:
Healthcare professional confirmed baker grade IV. Healthcare professional additionally reported "any creases," and "performed a manual deflation for contraction to shrink."

Manufacturer narrative:
Additional, changed, and/or corrected data: b.1; b.2; b.5.

Event description:
It has been determined that the device associated with this complaint is a non-allergan device. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and suspects a leak. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and deflation.